Manufacturer narrative:
Updating FDA reporting follow up task owner.

Manufacturer narrative:
The type of thv valve is unknown; however, these are the possible PMA numbers for sapien, sapien xt and sapien 3: p110021, p130009, and p140031. The valves were not returned to edwards for evaluation as they remain implanted in the patient¿s. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the coronary obstruction is unknown as patient factors were not provided however, may be due to procedural factors (balloon expansion) and patient factors (annular calcification). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Bibliograhy: yin w. H., tsao t. P., wei j., (2018, september). Coronary procedures after tavr with self-expandable valves vs. Balloon-expandable valves. Poster presented at the europcr meeting in londo, UK. Https://abstractbook.pcronline.com/export/pdf/ID/110056.

Event description:
As reported by the edwards affiliate in (B)(4), during the 2018 europcr meeting presentation ¿coronary procedures after tavr with self-expandable valves vs. Balloon-expandable valves" it was reported that from march 2013 to march 2018 out of the 177 patients that were implanted with an edwards sapien xt /sapien 3 valve, coronary procedures were performed on 9 patients. Six of the 9 patient¿s required coronary revascularization.